Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 401 mg/dl at the time of incident. Customer reported that clip hinge broken. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. As for the belt clip rails, they are still intact with no cracks.